Event description:
It was reported that (2) 355ld device was used during a diagnostic lab procedure. It was reported by the rep that the surgeon went to insert the trocar, but the blade shield resisted. The blade wasn't able to fully engage and surgeon couldn't penetrate abdominal wall. This took place with both trocars, a third trocar was opened and this one worked.there was no consequence to the pt.